Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2011-80543.

Event description:
The customer called to report low reservoir alarms. During troubleshooting, the customer noticed insulin leaking from the reservoir. Nothing further was reported.